Manufacturer narrative:
The product instructions for use identifies pseudoarthrosis as a possible complication and states that device breakage may result from the subsequent repeated stresses placed on the implant.

Event description:
On (B)(6) 2009, patient underwent bilateral pedicle screw fixation at l5-si. Pseudarthrosis developed subsequently, so revision surgery was performed on (B)(6) 2011 to re-instrument and extend the construct. During this revision, three of the originally implanted pedicle screws were found to be broken. Two were successfully removed, but the distal threaded portion of the third could not be retrieved as it was buried within the s1 pedicle. A new screw was able to be placed at this pedical at a different trajectory; a new, full construct was applied from l4-s1. A successful outcome of the revision surgery was achieved.